Event description:
On (B)(6) 2024, a patient (pt) called to report a diagnosis of corneal ulcer in 2002 while wearing an unknown acuvue brand contact lens (cl). The pt reported a feeling of ¿like glass was in my eye.¿ the pt went to a hospital and was diagnosed with a ¿corneal ulcer and eye infection.¿ the pt can¿t recall which was the affected eye. The pt was prescribed tobradex every 15 minutes for 2 hours, then decreased to every 4 to 6 hours for the next 5 to 7 days. The pt recalled being advised that the corneal ulcer was ¿so painful¿ due to the infection with the ulcer. The pt was not advised of any permanent damage or loss of vision from the event. The pt reported the treating doctor and contact information was not known at the time of the call but will provide it if the information is located. Additional attempts were made to obtain the treating doctor's contact information for verification of the pt's diagnosis and treatment on (B)(6) 2024 with no success. No additional information has been received. No additional information is expected. This corneal ulcer is being reported as a worst-case event as we were unable to verify the pt¿s diagnosis and treatment with the treating doctor. The date of the pt¿s event is being recorded as (B)(6) 2002 as the exact event date is unknown. The acuvue brand cl worn at the time of the event is unknown. The affected eye is unknown. The suspect lot number is unknown. The suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.